Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery pack was unable to power on a monitor. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) is underway. The reported problem (battery faults) was confirmed. Upon investigation the battery produced a fault and failed the battery conditioning test. The battery is being returned to the supplier for root cause investigation. A supplemental report will be submitted upon completion. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.